Event description:
A report was received that the patient would undergo a pocket revision due to pocket site discomfort. The ipg was relocated to another area, and two lead extensions were implanted. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.